Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Subsequently, the customer experienced a blood glucose (bg) of 576 mg/dl and a heart attack. In an attempt to treat bg level, a correction bolus was given via the pump. The customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of report with tandem technical support the issue was resolved with no permanent damage. The customer had not yet been discharged from the hospital. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned